Event description:
It was reported that the patient was feeling dizziness and was lightheaded. It was also reported burst of tachycardia with ventricular oversensing. The sensitivity of the device was reprogrammed. There was a pause noted appearing to be related to the oversensing or loss of ventricular capture. After provocative testing was completed it was determined that the right ventricular (rv) lead was not failing to capture but failing to sense probably due to the leads being too close to each other. The rv lead sensing was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implantable pacing lead (B)(6) 2001. (B)(4). The lead remains in use and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.